Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to annex codes : - annex code a was updated to a0512 - annex code g was updated to g04121 - annex code c was updated to c0706 - annex code d was updated to d02.